Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for depleted battery alarm. The patient¿s blood glucose level was unknown at the time of the incident. Customer reported t off no power. Customer reports alarm occurred less than 24hr from low battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No depleted battery alarm or unexpected battery power loss anomaly noted during test.